Event description:
Physician diagnosed failure of aicd lead and defibrillator replacement requiring removal of old system/new lead replacement. The pt underwent generator replcement (defibrillator) at the same time since he had one of the old large generators in his left abdominal area.